Manufacturer narrative:
Lifescan (lfs) requested product return relating to this complaint. The meter was evaluated by lfs product analysis and passed all testing with no faults found; the reported issue could not be confirmed. (B)(4). This report is processed under exemption number e2005018.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the ot ultra2 meter experienced an unusual issue. The patient associated with this allegation was a (B)(6)-year-old male and there is no weight data available.